Event description:
It was reported that an alarm was "felt", but telemetry had not yet been performed. The patient felt the pump pulsating instead of hearing the alarm. Initially, the patient reportedly was feeling anxiety, but then questioned if it was the pulsating of the pump that was creating that sensation for him. It was later reported that the pump was malfunctioning. The pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was admitted in the past with an alarming pump but found out it was working just fine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).